Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry nose and mouth, blocked sinuses, sore throat/palate, headaches, nose bleeds, dry eyes, blocked eardrums (air bubble sensation), tinnitus, dry ears, choking, chest pressure, insomnia, daytime fatigue, and shortness of breath. Medical intervention was not specified. The device was returned to a third-party service center and during the evaluation there was no device problem noted. The device was scrapped by the third-party service center. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.